Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid leak from inside the cycler pump door during treatment. The patient experienced a remove heater bag from heater tray alarm prior to observing the leak. Additional information was solicited.